Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.

Event description:
Approx 2 months post index procedure, the pt died. The cause of death is unk. The event was deemed to be unrelated to the cordis product. The pt was enrolled in the (B) (6) study on (B) (6) 2009, with a lesion in the left carotid artery. The lesion had 80% stenosis and was ulcerated. The vessel was 8mm in diameter. An angioguard was deployed, the lesion was pre-dilated and a precise stent was implanted successfully. The pt was discharged three days later.